Event description:
A physician reported a pt who was treated on 2 may 1996 into vertical lines above the upper lip. Approximately 1 month after the treatment, erythema, swelling, and induration were noted at the treatment sites. On 9 jan 1997, intermittent symptoms persisted. The physician diagnosed a hypersensitivity; no medical or surgical intervention was prescribed. The pt administered self-prescribed hismanal. On 15 july 1997, follow up was received; the symptoms were ongoing but occurring less frequently; an oral antihistamine was prescribed.

Manufacturer narrative:
On 20 july 1998, the physician reported that the hypersensitivity occurrences became less frequent and finally seemed to have disappeared after 2 yrs. The symptoms resolved in 05/1998.